Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the report ((B)(6) 2025) the patient was in the emergency room for pancreatitis. While in the ER, the legs were starting to burn, he was feeling light headed and a little bit lethargic. The patient's bg was 50 mg/dl while the egv was 81 mg/dl. The patient was provided d50 injection via IV at the ER. The nurse in the ER administered the d50. At the time of the report, the patient was feeling better after treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.